Event description:
This is a spontaneous case report received via regulatory authority in (B)(6) on 22-mar-2016, from a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, and forwarded to bayer on 04-aug-2016. At the day of essure placement, it was reported: placement painful, device insertion complication, nauseous / dizzy during placement. Also, at the time of placement patient had bladder infection, and one coil is kinked during placement. After check it was seen spring was correctly situated. After that, in an unspecified date the consumer experienced abdomen pain, bleeding, eczema, rash, thin stools, bile problems, liver problems, dark urine, pain during ovulation, head pain, lower back pain, tiredness, mood swings or emotionally out of balance, memory loss or concentration problems, hair problems, vaginal secretion, chest pain, and shortness of breath consumer also reported: work-related problems, problems with daily tasks and relation and/or family problems. An echo and smear test were performed, diagnosis included uterus infection. Unspecified medication treatment was performed. Essure removal was planned and it occurred on (B)(6) 2016. Consumer was not recovered. Company causality comment:this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced uterus infection and bleeding (seem as genital bleeding). These both reported events are listed in the reference safety information for essure. Upper genital tract infections, occur microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, bacterial contamination during insertion become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this present case, the time period between insertion procedure and onset of uterine infection was not reported; however, based on a positive temporal relationship, essure safety profile and lack of alternative explanation, the causality between the event uterus infection and essure use cannot be totally excluded. Abnormal menstrual pattern changes and genital bleeding may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the event bleeding and essure use cannot be excluded. This case was regarded as incident since essure removal was required. Other nonserious events were reported. Technical analysis has been requested. No further information is expected from consumer.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 06-oct-2016: the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case, a search in the database was performed on (B)(6) 2016 for the following meddra preferred terms: uterine infection: the analysis in the global safety database revealed (B)(4) cases. Genital haemorrhage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced uterus infection and bleeding (seem as genital bleeding). These both reported events are listed in the reference safety information for essure. Upper genital tract infections, occur microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, bacterial contamination during insertion become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this present case, the time period between insertion procedure and onset of uterine infection was not reported; however, based on a positive temporal relationship, essure safety profile and lack of alternative explanation, the causality between the event uterus infection and essure use cannot be totally excluded. Abnormal menstrual pattern changes and genital bleeding may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the event bleeding and essure use cannot be excluded. This case was regarded as incident since essure removal was required. Other nonserious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information is expected from consumer.